Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination confirmed the stent had detached and was not returned for evaluation. Crimp evidence was present on the folded balloon. The inner lumen was stretched and had folded back on itself from 7.2cm to 7.7cm inclusive from the catheter tip. The inner lumen was also stretched from 27.8cm to 28.3cm from the catheter tip. The hypotube was fractured and was being held together by the hypotube sheath which eventually came apart during device evaluation. The break was located 61.6cm from the catheter strain relief. The hypotube was also kinked throughout. The type of damage noted to the catheter is consistent with excessive tensile force being applied to the catheter during use/handling. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 38x3.5 mm, 90% stenosed target lesion containing a lesion bend of <=45 degree was located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. An unspecified balloon catheter was used for pre-dilation. A 3.50x38mm promus element long stent delivery system was advanced to treat the lesion but could not cross. During withdrawal, the shaft broke approximately 60 cm from the stent, but did not fully detach. The device was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that shaft break occurred. The 38x3.5 mm, 90% stenosed target lesion containing a lesion bend of <=45 degree was located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. An unspecified balloon catheter was used for pre-dilation. A 3.50x38mm promus element long stent delivery system was advanced to treat the lesion but could not cross. During withdrawal, the shaft broke approximately 60 cm from the stent, but did not fully detach. The device was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.